Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller alleges inaccurate delivery of insulin from her pump. No adverse event reported. Requested return of the alleged device for evaluation.